Event description:
Reporter indicated that vns pt was explanted due to infection. Both the generator and lead were explanted. It was reported that the pt had picked at the incision site and caused an infection.